Event description:
Caller reported that the pump malfunctioned, resulting in a dark screen that would not turn on. There was no adverse impact on the customer's blood glucose level. Technical support instructed the caller to connect the pump to a power source, which resolved the issue, allowing the pump screen to turn back on. A reset of the pump was also performed, and no malfunction code recurred afterward. The customer was advised they could continue using the pump and to contact support if the issue reappeared, which the caller acknowledged and understood.